Event description:
Removal difficulties. The dome did not deflate. The device was removed endoscopically. No abnormality was found on the stoma, but found a small amount of water inside the dome. Indwelling period is about 5 months.